Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that the sensor did not detect the low blood glucose. Advised the customer that it was caused by the last calibration when her blood glucose was changing. Found that her last calibration was within a few hrs of her last bolus. Explained to the customer to maintain accuracy of her sensor, she needs to wait for her previous bolus to complete. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.